Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. A cuff was attempted during the same procedure. No information about the patient outcome is available at the moment. Additional information was received. Aus was no longer working, patient experienced incontinence. No adverse patient effects.